Manufacturer narrative:
The complainant was unable to provide the suspect device upn and lot number; therefore, the lot expiration and device manufacture dates are unknown. The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that the patient has undergone an uphold procedure on (B)(6) 2013. According to the complainant, on (B)(6) 2014, the patient experienced incomplete bladder emptying which resolved (B)(6) 2014 (normal post-void residual at study visit). On (B)(6) 2015, the patient had incomplete bladder emptying again, which is asymptomatic at this time. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.